Manufacturer narrative:
Correction: previous g3 for MDR-2026-02366-01 should have been (B)(6) 2026, instead of (B)(6), 2026.

Event description:
It was reported that the patient presented to clinic. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited noise. During replacement procedure, part of the silicon on the lead became stuck in the header of the patient's pacemaker and was unable to be removed. The patient's pacemaker and rv lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of oversensing noise and ¿as the lead was removed, a portion of the silicone on the terminal portion of the lead, stayed behind in the header¿ were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion 19.4 cm to 19.6 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zone. The front seal was returned detached from the lead body consistent with detachment occurring at the time of removal from the device during the procedure. Evidence of medical adhesive on the front seal was observed. Dimensional analysis of the connector pin, front seal insulation adjacent to the small sealing rings, connector ring and connector boot adjacent to the second set of sealing rings were all within specification.